Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer about the v60 ventilator. The doctor found that the tidal volume was zero, and there was no gas outflow after the start of ventilation. It is unknown if the unit was in patient use at the time of the reported issue. There is no report of user or patient harm or injury. The investigation is ongoing.

Manufacturer narrative:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that tidal volume was zero, and there was no gas outflow after the start of ventilation. The system was not in clinical use; there was no reported harm to patient/user. The biomed engineer was unable to evaluate and confirm the reported issue. The evaluation was done by a 3rd party vendor. As the device was not available for evaluation, the details of the reported issue remains unknown. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site.